Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. Moreover, the physician was unable to do a surgical ablation procedure, thus, a lead revision was done where both leads were extracted. However, one lead was extracted entirely while the other lead¿s distal electrode was left in the patient¿s superior vena cava as the physician was unable extract it. The field representative had no information which of the two leads¿ distal electrode was left inside the patient. Furthermore, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. Moreover, the physician was unable to do a surgical ablation procedure, thus, a lead revision was done where both leads were extracted. However, one lead was extracted entirely while the other lead's distal electrode dislodged and was left in the patient's superior vena cava as the physician was unable extract it. The field representative had no information which of the two leads' distal electrode was left inside the patient. Furthermore, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead has not been returned yet. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.